Manufacturer narrative:
The meter was requested for investigation.

Event description:
We received an allegation of a display issue with an accu-chek performa meter. The reporter alleged the display was "not clear." The reporter replaced the battery and the meter powered on as expected. The reporter alleged the bottom half of the segments making up the time and date were not legible. The power button was not responding when attempting to complete a display check; the segments making up the results field could not be checked. The reporter did not know if there were missing segments from the results field. No patient results were misinterpreted.

Manufacturer narrative:
No product was returned. Since the product was not returned for investigation, the cause of the event could not be determined.